Event description:
This device was sent in due to the allegation that the "fan is not working." During the evaluation of the device, the following error codes were identified: error 155 (evt_mach_flow_drift_high) reflects a machine flow sensor drift beyond the specification limit. This condition is reportable as it affects device functionality, and the corrective action includes replacement of the machine flow sensor. Error 156 (evt_tpy_held_in_bm) is an alarm indicating the therapy cpu is operating in boot monitor mode, resulting in a ventilator inoperative condition. This error is reportable and requires software reinstallation or replacement of the system pca to restore proper operation. Based on these observations, only the errors related to the machine flow sensor drift and therapy cpu boot monitor state (errors 155 and 156) are reportable conditions. All necessary corrective actions, including replacement of the blower motor, machine flow sensor, system pca, and other preventative maintenance components, were performed. Functional and quality inspections passed successfully, confirming the device was restored to proper working condition.